Manufacturer narrative:
(B)(4): the customer determined the cause for the malfunction to be a broken latch. A replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device latch was broken and it would not power on. The issue was observed post patient call during clean up. The device was fully operational with an intact latch and successfully utilized to treat the patient during the call.there was no patient involvement associated with the device failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a missing power/lid latch that prohibited the device from powering on with the power switch.